Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). Field service specialist visited the account after the event and checked the laser and the customer cones. Laser found within specifications and no failure was detected. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon encountered bubbles during bed cut and flap was thin. Patient sustained a small tear at the 6 o'clock location upon lifting the right eye flap and that a very small bubble like appearance at this location indicated a vertical gas breakthrough. It was reported that excimer procedure was completed successfully and a bandage contact lens was applied. Pre-op best corrected visual acuity both eyes 6/5, post-op both eyes ucva 6/5.